Event description:
The customer reported to olympus, the output sockets had wear and tear on the evis exera iii xenon light source causing a connection issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty scope socket. The locking mechanism and scope detection slide are not functioning. The unit also displayed a b30 (scope communication error). This error is displayed when there is a communications error between the 190-model scope and the scope socket. The lamp was 100 or more hours and required excessive thermal grease. Additionally, there were minor cosmetic damage (top cover was scratched and bare metal was showing in some spots). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the defective endoscope socket and the b30 endoscope communication error. The investigation did not establish the root cause of the defective lock unit on the endoscope socket which was causing the loose connection and the b30 error. Olympus will continue to monitor field performance for this device.